Event description:
The patient reported that his device was programmed on following full revision surgery and this caused shocking of his vocal cords and throat which caused trouble breathing. He noted that he was intubated and transferred to the ICU, but was able to write the word "magnet" on a piece of paper to get his device disabled and then his breathing returned to normal. No other relevant information has been received to date.